Manufacturer narrative:
A device history record was conducted, and all mfg operations were found to be within spec. Results: sample has not yet been received, but was reported to be available. Conclusion: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Procedure: calcaneal osteotomy and achilles repair). (Cathplace: lateral popliteal). Pt reported he had pushed the bolus button, but it did not pop back up. The pain mgmt coordinator verified that the clamp was open and that the pump was infusing because the ball was shrinking. Catheter was flushed and pump was put back on. Same issue occurred, so pump was replaced with a new one. No adverse event occurred.